Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device's event history log showed an "invalid syringe size" error message. The internal examination of the returned device showed the barrel clamp rod and tapered spring needed replacing due to wear.

Event description:
It was reported that the device gave an "invalid syringe size" alarm. No adverse effects reported.